Manufacturer narrative:
H2: follow-up type - correction / additional / device evaluation. The customer reported problem was confirmed. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the air in line sensor assembly. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from the date of manufacture 11/12/2016 to the present date 10/09/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device displayed a channel error. There was no patient involvement. Subsequent to the initial MDR, additional information was received.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device displayed a channel error. There was no patient involvement.

Event description:
It was reported that the device displayed a channel error. There was no patient involvement.